Event description:
It was reported that pump had scratch on screen. No additional information was received regarding the outcome of the event or any impact to the customer¿s blood glucose level. Customer declined further follow up, and no corrective actions or technical support interventions were documented.